Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the superficial femoral artery. The superficial femoral artery was predilated with a 2mmx20mmx143cm coyote es balloon. The coyote es balloon was inflated to 8atms and ruptured on the first inflation. The procedure was completed with another 2mmx20mmx143cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).